Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, exposed to moisture, hyperglycemia and pump error 63. The customer reported blood glucose value of 265 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-1884, mmt-7040a, mmt-242a, mmt-332a. Troubleshooting was not performed for reported allegations. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 63 alarm or stuck button alarm during testing. However, pump received with intermittent button response. The thump was utilized and downloaded trace/history files properly. In further analysis of the pump history found multiple pump error 63 alarm (file number: (B)(4)., line number:(B)(4).on (B)(6) 2024 from 18:52:33.000 until 19:28:02.000 and one stuck button alarm on (B)(6) 2024 at 18:05:48.000. Pump was cut open to perform visual inspection and found moisture damage on the keypad flex tail and pcba 1. No moisture damage on the pcba 2, keypad traces, keypad dome switches, internal battery, battery tube, vibrator and motor assembly. The force sensor offset measured within spec range during testing (23.7 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. Unable to verify customer alleged for high bg. The force sensor is within specification. Pump expose to moisture damage confirmed. Pump received with intermittent button response and stuck button alarm confirmed in the pump history due to moisture damage on the keypad flex tail. Pump error 63 alarm confirmed in the pump history due to moisture damage on the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.